Manufacturer narrative:
E1: patient city: (B)(6).patient country: united kingdom.name: medtronic minimed.country: united states of america.(B)(6).based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 8021545.

Event description:
It was reported that the patient experienced a tape not sticking due to heat event on (B)(6) 2026.